Event description:
It was reported by service report that the scale on the bed is not weighing correctly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - load cell.